Manufacturer narrative:
In this MDR, (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set there was an issue with the needle through the sleeve resulting in leakage. It was stated by the customer ¿the np sleeve does not return to its site after removing the tubes. The np cannula pierces the np sleeve by one of the lateral parts, and causes leakage.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve non-recovery/leakage with the incident lot was observed. Customer samples, along with retention samples selected from inventory were evaluated and tested, and upon completion, the issue relating to sleeve function was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve non-recovery/leakage with the incident lot was observed. Evaluation and testing of the customer samples was conducted and sleeve leakage/non-recovery was not observed. Additionally, evaluation and testing of the retain samples was conducted and sleeve leakage/non-recovery was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.